Event description:
It was reported by the aci sales professional that a patient underwent an interventional catheterization procedure on (B)(6) 2012. Access was obtained via a 6f sheath (unknown model). Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close access site. It was reported that immediately after the physician deployed the device, the physician noticed a hematoma at the access site. The hematoma was described as less than 6 cm in size. A femostop was applied (duration unknown) at the access site in which time the hematoma was resolved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Manufacturer narrative:
Corrected from "adverse event and product problem" to "adverse event" only. Corrected from product problem to serious injury.